Event description:
It was reported that an alert triggered due to high impedance on the superior vena cava (svc) and defibrillation coils of the right ventricular (rv) lead. There was noise noted on the electrograms and a possible coil fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.